Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that the ventilator did not deliver more than 21 percent oxygen and triggered a ¿low oxygen¿ alarm when the fio2 was set to 30 percent or higher. No device logfiles were provided with the complaint. Based on the information received, no patient was involved, no harm occurred, and no medical intervention was required. The most probable root cause was assessed as a defective o2 mixer assembly, specifically the o2 proportional valve. The local service engineer ordered the o2 mixer assembly, and the replacement part was shipped by hamilton medical inc. (Hmi) to the device user. However, no confirmation was received as to whether replacement of the o2 mixer assembly resolved the issue, despite repeated follow up attempts. Due to the absence of further information, the complaint is closed.

Event description:
Hamilton medical ag received the following event description: ventilator does not exhale more than 21% of o2. When o2 is set to 30% or more, "oxygen supply low" alarm engages. - no patient involvement - no intervention necessary.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4); investigation is ongoing.